Manufacturer narrative:
Evaluation summary: a service engineer (se) inspected the device and replaced the oxygen proportional solenoid (psol) valve. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator generated an error code which rendered the unit inoperable; the unit was in a safety valve open condition. The patient was transferred to an alternate ventilator and was not harmed as a result of the event.

Manufacturer narrative:
Device evaluation summary: the proportional solenoid (psol) was returned for failure investigation. The psol was installed into a failure investigation(fi) test ventilator for analysis and successfully passed power on self test (post), calibrations, oxygen (o2) sensor calibration, extended self test (est) and short self test (sst) with no errors observed. The fi ventilator was put into ventilation mode for a minimum of 24 hrs using default settings as per 840 service manual. No failures occurred. The psol was tested on the 840 psol calibration test stand with no errors observed. The investigation found the device to function normally with no failure confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.